Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was unknown. The customer insulin pump is not completely blank. The error table doesn't indicate pump should be re replaced on first occurrence. The customer doesn't have a new aaa alkaline battery available. The customer was advised to change battery once a new battery is available. The customer is buying batteries and will call back.